Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was confirmed by olympus, and the malfunction could have caused by stress of repeated use, external factors or handling of the device. However, the root cause was unable to be specified. The event can be detected and prevented by following the instructions for use: the instructions for ltf-s190-5/10, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited the adhesive around the objective lens was peeled. There were no reports of patient involvement.